Event description:
Complainant alleged that medics were attempting to resuscitate a patient in cardiac arrest and upon the "shock advised" determination of the initial patient analysis, the device charged energy and then automatically discharged the energy to the patient. Paramedics responded to a call for a patient in cardiac arrest. The device was configured for semi-automatic operations and the unit was attached to the patient using multi-function electrodes. Upon device power-up, a patient analysis was automatically initiated by the device and the device correctly returned a "shock advised" deteremination. The device initiated auto-charge of defibrillation energy and upon achieving a "charge ready" state, automaticaaly discharged the energy to the patient without operator input. The patient's heart-rhythm was converted to normal sinus heart-rhythm. The patient was then transported to a nearby medical facility.